Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had a charge issue. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unwilling to answer further questions during a follow up call. The patient did not state when the alleged product issue started. The patient did not inform the cca what medication (if any) they take to manage their diabetes nor did they mention whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient developed "rashes and things." The patient informed the cca that they required treatment from a healthcare professional as a result of this symptom, but did not specify any details regarding the alleged treatment. At the time of troubleshooting, the cca noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient's products were requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.